Event description:
It was reported that this system was exhibiting pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).